Manufacturer narrative:
Correction: initial report issued in error. The device type is not distributed in the USA.

Event description:
Cancellation of report. Device type not distributed in the u.s.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance with the device is affected. External parts have been checked without improvement. Family reports no incident of accident or trauma.